Event description:
While performing an open reduction internal fixation (orif) of a right ankle, it was noted by the surgeon, resident, and scrub tech that the pin cutters were peeling. The silver coating from around the tip of the cutting edge was peeling and flaking off. The cutters were removed from the field and removed from service.